Event description:
It was reported that balloon rupture occurred.the 90% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the distal side of the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.